Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, PICC of the ref. 2174108 batch rehs1084 at the time of opening the PICC to put on the patient, the guide was bent. Occurred before use. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed; however, the exact cause is unknown. One photograph of a 3cg stylet was returned for evaluation. An initial visual observation of the photograph showed the stylet was threaded through a trimmed powerpicc catheter. The distal end of the stylet was observed to be bent in at least two locations. No obvious use residue was observed on the device in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC of the ref. (B)(4) batch rehs1084 at the time of opening the PICC to put on the patient, the guide was bent. Occurred before use. No other information was provided.